Event description:
It was reported that the patient presented in clinic for a routine follow-up with shortness of breath and dizziness after receiving an alert. Externalized conductors, high thresholds and both pacing and high voltage lead impedances were observed. Programming changes were made, and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 25.2-25.7cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. Internal insulation abrasion was noted at 5.0-6.0cm from the distal end of the svc shock coil. The etfe coating was intact at this location. Externalized conductors due to external insulation abrasion were noted at 7.0-9.3cm from the distal tip, consistent with lead friction to the device or patient anatomy. The etfe coating was abraded and rv and re conductors fractured at this location, consistent with the field observation of high hv lead impedance.

Event description:
New information received indicates that the lead was explanted and replaced. Lead fracture was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).